Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material # 306616 batch # 5010901 it was reported that the bd safetyglide needle pulled out of the hub. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached complaint number (B)(4). Report date - 03.11.25 MFR reorder # (B)(4). Product name - needle, sfty 192-n251s prevents org 25gx1" lot / serial number - (B)(6). Product concern - needle detached/came off hub while in the patient's arm.

Manufacturer narrative:
(B)(4). Follow up report for correction. Date of event should be 03/10/2025.

Event description:
No additional information was provided.

Manufacturer narrative:
(B)(6) - supplemental MDR - needle pulled out of hub. Three hundred samples were provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed. Epoxy on the needle/needle hub looked correct. Twenty samples were randomly selected for cannula pull test and obtained result is well within specification. Additionally, two photos and one video were provided to our quality team for investigation. The photo shows a needle assembly assembled to a syringe and the safety mechanism has been activated. The top part of the needle is in the safety mechanism and the bottom part of the needle is out of the needle hub. Furthermore, a device history record review was completed for provided lot number 5010901. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
No additional information was provided.